Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ physical pain") and ovarian cyst ruptured ("ruptured ovarian cyst") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced stress urinary incontinence ("bladder problems and urinary problems: stress incontinence"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), reproductive tract disorder ("reproductive system disorder or condition") and menstrual disorder ("larger blood clots"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal discharge had resolved, the ovarian cyst ruptured was resolving, the abdominal pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, reproductive tract disorder and menstrual disorder outcome was unknown and the tooth disorder, dyspareunia and stress urinary incontinence had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian cyst ruptured, pelvic pain, reproductive tract disorder, stress urinary incontinence, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal/menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, abdominal pain, apareunia, dysparenia, stress incontinence, ruptured ovarian cyst, vaginal discharge. Event outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ physical pain") and ovarian cyst ruptured ("ruptured ovarian cyst/reproductive system disorder or condition (type of disorder or condition: ruptured ovarian cyst)") in a 33-year-old female patient who had essure (batch no. C22915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, cholecystitis in 2011, pre-eclampsia, cesarean section, miscarriage, chlamydial infection, ovarian cyst, bloating, menses irregular, vaginal itching, nabothian cyst, dysuria, uterine bleeding, adnexa uteri cyst, pelvic adhesions, nausea and vomiting. Concomitant products included omeprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue") and stress urinary incontinence ("bladder problems and urinary problems: stress incontinence"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced reproductive tract disorder ("reproductive system disorder or condition") and menstrual disorder ("larger blood clots"). The patient was treated with 1 tooth extraction and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal discharge had resolved, the ovarian cyst ruptured and dysmenorrhoea was resolving, the abdominal pain, menorrhagia, female sexual dysfunction, fatigue, reproductive tract disorder and menstrual disorder outcome was unknown and the tooth disorder, dyspareunia and stress urinary incontinence had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian cyst ruptured, pelvic pain, reproductive tract disorder, stress urinary incontinence, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2015 (date discrepancy noted) essure coil deployed in right fallopian tube but coil not visualized at ostia opening. Essure coil deployed in left fallopian tube and 2 coils visualized at the ostia opening. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ physical pain") and ovarian cyst ruptured ("ruptured ovarian cyst/reproductive system disorder or condition (type of disorder or condition: ruptured ovarian cyst)") in a 33-year-old female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, cholecystitis in 2011, pre-eclampsia, cesarean section, miscarriage, chlamydial infection, ovarian cyst, bloating, menses irregular, vaginal itching, nabothian cyst, dysuria, uterine bleeding, adnexa uteri cyst, abdominal adhesions, nausea and vomiting. Concomitant products included omeprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue") and stress urinary incontinence ("bladder problems and urinary problems: stress incontinence"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced reproductive tract disorder ("reproductive system disorder or condition") and menstrual disorder ("larger blood clots"). The patient was treated with 1 tooth extraction and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal discharge had resolved, the ovarian cyst ruptured and dysmenorrhoea was resolving, the abdominal pain, menorrhagia, female sexual dysfunction, fatigue, reproductive tract disorder and menstrual disorder outcome was unknown and the tooth disorder, dyspareunia and stress urinary incontinence had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian cyst ruptured, pelvic pain, reproductive tract disorder, stress urinary incontinence, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 (date discrepancy noted). Essure coil depolyed in right fallopian tube but coil not visualized at ostia opening. Essure coil deployed in left fallopian tube and 2 coils visualized at the ostia opening. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received- event "dysmenorrhea (cramping) " outcome updated to "recovering". Lot number, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ physical pain / chronic pelvic pain') and ovarian cyst ruptured ('ruptured ovarian cyst/reproductive system disorder or condition (type of disorder or condition: ruptured ovarian cyst)') in a 33-year-old female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cholecystitis in 2011, acid reflux (oesophageal) in 2008, pre-eclampsia, cesarean section, miscarriage, chlamydial infection, ovarian cyst, bloating, menses irregular, vaginal itching, nabothian cyst, dysuria, uterine bleeding, adnexa uteri cyst, pelvic adhesions, nausea and vomiting. Concomitant products included omeprazole. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 day after insertion of essure. In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue") and stress urinary incontinence ("bladder problems and urinary problems: stress incontinence"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"), menstrual disorder ("larger blood clots"), uterine haemorrhage ("abnormal uterine bleeding") and adnexa uteri cyst ("adnexal cyst"). The patient was treated with 1 tooth extraction and surgery (da vinci-assisted hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal discharge had resolved, the ovarian cyst ruptured and dysmenorrhoea was resolving, the abdominal pain, menorrhagia, female sexual dysfunction, fatigue, reproductive tract disorder, menstrual disorder, uterine haemorrhage and adnexa uteri cyst outcome was unknown and the tooth disorder, dyspareunia and stress urinary incontinence had not resolved. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian cyst ruptured, pelvic pain, reproductive tract disorder, stress urinary incontinence, tooth disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6)2015 and (B)(6)2015 (date discrepancy noted) essure coil deployed in right fallopian tube but coil not visualized at ostia opening. Essure coil deployed in left fallopian tube and 2 coils visualized at the ostia opening. (B)(6) 2015, she explanted essure(discrepancy noted as per pif) batch no c22915 production date 2014-02-11 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ physical pain / chronic pelvic pain') and ovarian cyst ruptured ('ruptured ovarian cyst/reproductive system disorder or condition (type of disorder or condition: ruptured ovarian cyst)') in a 33-year-old female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cholecystitis in 2011, acid reflux (oesophageal) in 2008, pre-eclampsia, cesarean section, miscarriage, chlamydial infection, ovarian cyst, bloating, menses irregular, vaginal itching, nabothian cyst, dysuria, uterine bleeding, adnexa uteri cyst, pelvic adhesions, nausea and vomiting. Concomitant products included omeprazole. On (B)(6)-2015, the patient had essure inserted. On (B)(6)-2015, the patient experienced pelvic pain (seriousness criteria medically significant and interven(B)(6) tion required) and abdominal pain ("abdominal pain"), 1 day after insertion of essure. In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue") and stress urinary incontinence ("bladder problems and urinary problems: stress incontinence"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"), menstrual disorder ("larger blood clots"), uterine haemorrhage ("abnormal uterine bleeding") and adnexa uteri cyst ("adnexal cyst"). The patient was treated with 1 tooth extraction and surgery (da vinci-assisted hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, vaginal haemorrhage and vaginal discharge had resolved, the ovarian cyst ruptured and dysmenorrhoea was resolving, the abdominal pain, menorrhagia, female sexual dysfunction, fatigue, reproductive tract disorder, menstrual disorder, uterine haemorrhage and adnexa uteri cyst outcome was unknown and the tooth disorder, dyspareunia and stress urinary incontinence had not resolved. The reporter considered abdominal pain, adnexa uteri cyst, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, ovarian cyst ruptured, pelvic pain, reproductive tract disorder, stress urinary incontinence, tooth disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 (date discrepancy noted) essure coil depolyed in right fallopian tube but coil not visualized at ostia opening. Essure coil deployed in left fallopian tube and 2 coils visualized at the ostia opening. (B)(6)-2015, she explanted essure(discrepancy noted as per pif) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: medical records received. Events added from mr- abnormal uterine bleeding, adnexal cyst. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.